Event description:
It is alleged that a nurse trainee set a scope that was attached to a light cable on a drape causing the drape to burn and causing a very slight minor burn to the pt's leg. It was reported that the lightsource was not in the standby mode at the time. It was also reported that no follow up with the pt was necessary.